Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1a4w8, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that they were in the hospital at the time of report and were about to be discharged. The patient noted that the reason was due to the lead starting to come through the incision on (B)(6) 2017. The patient noted that they went to the hospital and had it all removed. The patient stated that they were doing the implant on (B)(6) 2017. The patient was discharged with a catheter and it was indicated that the rep had been notified. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The hcp reported that the patient was three days into the trial and was seeing great results. The hcp noted that the patient¿s incision had opened and the lead was poking out. The implanting hcp was contacted and the patient was seen immediately in the or to resolve and fix the issue. It was noted that the patient was also put on antibiotics. The hcp stated that to their knowledge the lead had been left inside the patient and they were to continue the trial until (B)(6) 2017, which was conflicting information to what the patient stated. It was noted that the patient had been in retention and was on a foley catheter for the past two weeks, hence the trial. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.